Event description:
Pt pulled feeding tube from nose and when tube end was examined, it was open. The metal weights were not in the tip. 3 metal tubes were found in bed with pt. There are a total of 5 metal weights. New tube placed. X-ray read and dr stated he could see one metal weight in the distal esophagus. Stated tube feedings could be restarted - (appeared tip of tube was chewed). Flatplate of abdomen shows 2 weights mid-abdomen.